Event description:
It was reported that the catheter was revised, because an occlusion was detected. No pt symptoms were reported. The pump was programmed to deliver morphine (20mg/ml). The pt status was reported as "fine". Additional info has been requested, a follow-up report will be submitted if additional info becomes available.